Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dirty needle stick occurred after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the nurse was injured after the needle was used on a patient. She grabbed the needle by the end thinking the needle retracted after use. However, it only partially retracted and so she was pricked by the needle."

Manufacturer narrative:
Reason code for no evaluation: other.

Event description:
It was reported that dirty needle stick occurred after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the nurse was injured after the needle was used on a patient. She grabbed the needle by the end thinking the needle retracted after use. However, it only partially retracted and so she was pricked by the needle."

Manufacturer narrative:
Investigation summary: received one used unit without packaging and within a closed plastic container/cup. The unit consisted of the needle/hub assembly that was partially retracted within the protective needle cover. The tip of the needle is bent. Visual/microscopic evaluation: the unit displayed the needle tip was protruding beyond the grip, where the needle was seen to be bent. There were traces of dried media present in areas of the unit (within bevel, on the needle and near vent plug). The safety shield (barrel) was smashed at the bottom where the needle/hub has stopped before fully retracting. The smashed area of the barrel shown to have stress markings. Functional testing - needle activation: pushed the needle to the out position and reset the activation button. Depressed the activation button; the needle only partially retracted stopping in the location/position as it was in when received, at the area of the damaged/smashed safety shield (barrel). Conclusion(s): relationship of device to the reported incident: indeterminate - based on the observation and/or testing conducted on the returned used unit, although the reported defect of needle retraction failure, which resulted in the defect of needle stick injury, was identified and confirmed, the root cause was not established for the smashed barrel. The source of the smashed barrel was not determined, as the unit was out of packaging and used. It is unknown if the damage to the barrel occurred during manufacturing or in the clinical setting.

Event description:
It was reported that dirty needle stick occurred after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the nurse was injured after the needle was used on a patient. She grabbed the needle by the end thinking the needle retracted after use. However, it only partially retracted and so she was pricked by the needle."